Event description:
The customer reports: this introducer failed. Couldn't pass through the skin before it "fish-mouthed". New introducer dropped and small nick made. No issue with second attempt. Not sure if this is really a product issue. It was reported that the patient had very tough skin.

Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. The photo showed a sheath tip folding backwards while assembled with a dilator. The customer returned one dilator/sheath assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the sheath tip was frayed and bent back. This damage is consistent with undue force being applied to the tip. The total length of the returned sheath body measured to be 2.76" which is within specifications. The outer diameter of the sheath body measured to be 0.098" which is within specifications. The inner diameter of the distal tip could not be measured due to the damage. The dilator was able to advance and retract from the sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The peel-away sheath tip was frayed and folding back, which is damage consistent with undue force being applied at the tip. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: this introducer failed. Couldn't pass through the skin before it "fish-mouthed". New introducer dropped and small nick made. No issue with second attempt. Not sure if this is really a product issue. It was reported that the patient had very tough skin.